Manufacturer narrative:
Evaluation of the returned tubing revealed a functional device. During the functional test, the tubing was connected to a demonstration catheter, canister, and engine. All four vacuum lights were illuminated on the engine with the tubing flow switch in the off position, and no fluid was observed being aspirated into the canister. The flow switch was then placed in the on position with all four vacuum lights illuminated on the engine, and fluid was observed aspirating into the canister. Therefore, the root cause of the reported complaint could not be determined. Penumbra tubing is visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient as undergoing a thrombectomy procedure in the middle cerebral artery (mca) using aspiration tubing (tubing) packaged with a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra catheter, a non-penumbra microcatheter, a stent retriever, and a guidewire. During the procedure, the catheters were inside the patient when the penumbra engine (engine) was powered on. It was reported that the engine indicator lights did not illuminate when the tubing flow switch was in the closed position. Therefore, the physician detached and re-attached all devices; however, the issue persisted. The physician decided to replace the tubing and subsequently, the devices worked and reperfusion was achieved after the first pass. There was no report of an adverse effect to the patient.